Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the reported event of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 3 of 4. Reference MFR report: 1627487-2016-01732, 1627487-2016-01733 & 1627487-2016-01735. It was reported the patient was having drainage at the lead insertion site. Additionally, there was redness, warmth and swelling at the ipg site. The patient was sent to an infectious disease doctor and was prescribed antibiotics but the symptoms have not cleared up. Follow-up identified the patient's entire scs system was explanted.